Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when it was used to monitor a patient. The device was powered back on again manually. No information on the patient outcome or patient details was provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device powering off. From the downloaded key log it was observed that the device lost power inappropriately after being on for approximately 1 minute 26 seconds. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio could not reproduce the reported issue. Physio performed some unrelated repairs. After having observed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.